Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead found a kink and all the internal lead wires being broken. DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the DHR review performed, there is no indication there is an escape from manufacturing.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on all contacts. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. It was noted that the lead had fractured. Reportedly, therapy was confirmed post op.